Event description:
It was reported that the patient experienced difficulty accessing the deflate button of this inflatable penile prosthesis (ipp). The patient stated that during a follow up appointment, he was partially inflated, and the healthcare provider was unable to deflate the device and indicated that scar tissue and a capsule may have formed around the deflate button. The patient was instructed to go home and attempt to break down the tissue. However, he reported that since then, he has been unable to locate or palpate the button, resulting in a constant partial erection. He also reported scrotal irritation, swelling, and rawness due to persistent manipulation. The patient mentioned he has a follow-up appointment scheduled with his physician. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).